Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the customer had a false alarm. The pads were not sticking to the reservoir properly. The customer waited approx fifteen minutes before they attached the level sensor to the level sensor pad. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
The customer made sure it was not a level sensor probe issue. Once they changed out the pad, they had no issues. Customer uses the manufacturer's recommended gel and uses the terumo sx reservoir. Customer did not keep the level detect pad to return to the manufacturer for eval.